Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent rv pacing lead impedance were observed. Further testing was recommended. Physician has elected to monitor the patient.